Event description:
It was reported that the patient originally had good results, response and hearing sensation with his implant. Last year, the patient no longer had any hearing sensation. There are no reports of a head trauma. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.